Event description:
Related manufacturer report number: 2017865-2022-44030. It was reported prior to routine generator change that the right ventricular lead exhibited oversensing due to noise and under-sensing. During the procedure, the atrial lead was noted to be compromised in some way. Further information on the malfunction seen was requested, but not yet unavailable. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of noise and under-sensing were not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage occurring at time of procedure.